Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
As reported: "the patient was working in the yard. When the patient turned he felt something break/ give out". Update 06/september/2018: it was reported to the rep that the stem fractured at the neck, apparently from metal wear. There was significant metal debris in the wound.

Manufacturer narrative:
An event regarding disassociation and corrosion involving a metal head was reported. The event was confirmed based on the mar report. Method & results: -product evaluation and results: material analysis inspection was performed and concluded that "damage was observed on the stem neck and head taper. This damage was consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock. The neck of the stem had fractured, with the fracture propagating and the final fracture occurring in overload. The majority of the stem neck had already been severely worn down, likely by the loss of taper lock and cyclic contact of the taper and trunnion. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy, the debris from the neck was consistent with a corrosion process, an oxide, biological material and the stem base alloy, and the debris from the insert was consistent with the stem base alloy. Damage was observed on the distal rim of the insert, consistent with the explantation process and impingement. Scratching was also observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid." -clinician review: not performed as medical records were not received for review with a clinical consultant. - product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the reported event was confirmed based on the mar report. Material analysis inspection was performed and concluded that "damage was observed on the stem neck and head taper. This damage was consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock. The neck of the stem had fractured, with the fracture propagating and the final fracture occurring in overload. The majority of the stem neck had already been severely worn down, likely by the loss of taper lock and cyclic contact of the taper and trunnion." Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
As reported: "the patient was working in the yard. When the patient turned he felt something break/ give out". Update 06/september/2018: it was reported to the rep that the stem fractured at the neck, apparently from metal wear. There was significant metal debris in the wound.